Event description:
It was reported that shaft break occurred. A 4.00 x 20mm synergy megatron drug-eluting stent was advanced for treatment. However, in the middle of the procedure, the shaft broke proximally prior to stent deployment. No patient complications were reported, and no harm was done to the patient. It was further reported that the 90% stenosed target lesion was located in the very tortuous, calcified, and acutely angled proximal right coronary artery. The device was removed completely, and the procedure was completed with a different device.

Event description:
It was reported that shaft break occurred. A 4.00 x 20mm synergy megatron drug-eluting stent was advanced for treatment. However, in the middle of the procedure, the shaft broke proximally prior to stent deployment. No patient complications were reported, and no harm was done to the patient. It was further reported that the 90% stenosed target lesion was located in the very tortuous, calcified, and acutely angled proximal right coronary artery. The device was removed completely, and the procedure was completed with a different device.

Manufacturer narrative:
The device was returned to the cis for analysis. Visual, tactile, microscopic analysis and dimensional testing were performed on the device. Examination of the stent found stent damage at mid and proximal sections. Examination of the hypotube found a multiple kinks and a break at 16cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 4.00 x 20mm synergy megatron drug-eluting stent was advanced for treatment. However, in the middle of the procedure, the shaft broke proximally prior to stent deployment. No patient complications were reported, and no harm was done to the patient.